Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contacts of the video connector, problem with the image quality. And water in the camera cable/water in the main unit image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problem with the image quality since the ccd had failed due to water seeping into the main unit imaging and camera cable resulted into inability to communicate normally. Water in the camera cable/water in the main unit image was due to the airtightness of the camera cable could not be maintained, thus water entered the interior, causing flooding in the main body imaging and camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the electrical contacts of the video connector, problem with the image quality and water in the camera cable & water in the main unit. There was no patient involvement.